Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. It was also reported that the device's vte (exhaled tidal volume) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering low fio2 (fraction of inspired oxygen) and low vte (exhaled tidal volume) were initially confirmed, however, after subsequent testing the reported issues could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.